Manufacturer narrative:
The product has not been returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a patient with blurry vision, dizziness and reports of being "uncomfortable" following intraocular lens (iol) implant. One month following the initial surgery the patient had a lens exchange siting patient intolerance as the reason. Additional information received confirming the left eye as the involved eye and requested a different type of lens in the exchange.